Manufacturer narrative:
(B)(6). (B)(4). The product still remains in the patient. No applicable imaging films available , hence it is difficult to draw any conclusion.

Event description:
It was reported that on an unknown date, two months ago, the patient underwent surgery due to intervertebral disc defender ossification. The patient was implanted two plates and four screws. Post-op, the patient presented for a follow-up. The doctor found two screws dropped off. The patient will be scheduled for a revision surgery. The date of revision surgery is unknown. Doctor didn't have any plan to change the products. According to the doctor, the problem was caused because of the defected products. Currently, the patient does not have any discomfort. There was no problem with the plates. The revision surgery would be done only because of the dropped screws.